Manufacturer narrative:
This report is submitted on may 15 2017, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the surgeon the patient experienced a loss of osseointegration on (B)(6) 2017, resulting in fixture loss.